Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis determined that the cable assembly had broken connector tip

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger pin was broken. The patient stated that their ins battery went out over the weekend prior to the report and they had not gotten stimulation since then. No further complications were reported or anticipated.